Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving unknown drug, dose, and concentration via an implantable pump for intractable spasticity. It was reported in (B)(6) 2016 the catheter was twisted in the pump pocket. Caller asked about ways to ensure anchoring of pump was secure. It was discussed using a mesh pouch, using all suture loops, using an abdominal binder, various pump pocket locations, and more. It was reported patient had loss of therapy and a catheter revision took place on (B)(6) 2016. The cause of the twisted catheter was possibly due to the patient flipping the pump in abdomen. Patient's outcome was unknown. No further information was available at time of call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.